Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the complaint was confirmed through visual and functional performance verification testing (pvt), found keypad lifting off on the right side of device. Replaced keypad. Upon further testing per pvt found downstream occlusion (dso) seal not sealed. Replaced dso seal to fix this issue. Updated software. The device passed all testing after repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
The customer returned the device stating the keypad is coming off; during device evaluation it was found that the device had a delaminated downstream (dso) seal. There was no patient involvement